Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 2:30 pm with blood glucose of 280 mg/dl. The customer was not wearing the insulin pump during the hospitalization. Nature of treatment was emergency room. The customer also reported the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The insulin pump will not be returned for analysis. Customer mother stated she was tired and dint want to troubleshoot.